Event description:
As reported by the study, during the procedure, the pt had hypotension. It was a mild event and highly probably related to the investigational treatment. The event was resolved on the same day as it begun and was treated with gelofuscine IV. This pt presented to the cardiac catheterization unit and 2-vessel disease was also found. Baseline medications included short acting nitrates, beta-blockers, aspirin, clopidogrel, lipid lowering agent and selektine. The primary indication for intervention was stable angina ccs3. Percutaneous coronary intervention was performed and lesions in the right coronary artery (rca) and in the left anterior descending artery (lad) were treated. Lesion and vessel characteristics are not available. A 3.5 x 23mm cypher stent was deployed at 16 atm in the proximal rca after pre-dilatation with an unk balloon at unk inflation pressure. Then two 3.5 x 33 mm cypher stents were deployed in the mid rca at 18 atm by direct stenting with satisfactory results. Then a 3.5x23mm cypher stent was deployed at 12 atm in the distal rca by direct stenting with satisfactory results. Finally, a 3.0x18mm cypher was deployed at 14 by direct stenting with satisfactory results. For the 23mm stents it is unk which stent is implanted in which lesion, as no details are available. Thrombin inhibition in myocardial infarction (timi) iii was recorded pre and post-procedure, respectively, for each lesion treated. It is unk if intra-vascular ultrasound (ivus) was used or if acts were monitored. During the procedure, the pt also had angina but no action taken.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and eval. A DHR review was performed and showed that this lot of products met all requirements per the applicable mqp. Please note that this is one of five devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2008-01137, 9616099-2008-01138, 9616099-2008-01139, and 9616099-2008-01140.